Manufacturer narrative:
Steris made multiple attempts to obtain information regarding the reported event from the distributor however, the distributor has not responded. The lot number of the advance capsule endoscope delivery device was not provided in the vigilance report therefore a review of the device history record could not be performed. The device was not returned for evaluation. Without the return of the device for evaluation, the root cause could not be determined. The instructions for use (IFU 731119) also contains the following instructions: "push the video capsule into the capsule cup with the optical dome of the video capsule facing out. Listen for an audible click (this indicates that the capsule is appropriately seated within the capsule cup). Deploy the capsule by following these steps: open the finger ring handle briskly until it stops. Confirm capsule delivery endoscopically by looking through the clear capsule cup and seeing the cable and the empty capsule cup. Advancing the capsule cup from the distal tip of the endoscope may enhance the luminal field of view. If the capsule does not fully deploy: close the finger ring handle. Slightly alter the position/angulation of the endoscope. Straighten the handle and catheter and repeat deployment steps. After capsule delivery, close the finger ring handle until the deployment cable is retracted into the catheter." A follow-up report will be submitted should additional information become available.

Event description:
The user facility reported via vigilance report (B)(4) that the video capsule was not successfully delivered to the duodenum during procedures which include use of the advance capsule endoscope delivery device. The video capsule delivery was successfully repeated with the advance capsule endoscopy device, and no patient or user harm was reported.